Event description:
It was reported that the patient had difficulty charging the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned due to center policy.

Manufacturer narrative:
Block b3: exact date unknown, event occurred several months ago .